Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced leakage during use. The following information was provided by the initial reporter: we are having problems with the recent batches of cannula we have been using. When trying to remove luer lock plug prior to, and during, cannulation we are finding it difficult to loosen/remove the plug and it pulls off flashback chamber with it resulting in blood spillage. We use bd venflons every day and are finding it is impacting on our work lists. Reported feel of material and color on these batches are different from all previously used.

Manufacturer narrative:
Investigation summary: 2 opened and 1 unopened samples were returned for investigation. The returned samples were subjected to visual inspection, end cap with flow control plug disassembly force, end cap dimension 6.9 measurement and flow control plug dimension b measurement. The returned samples passed the acceptance criteria. No abnormality was observed. A review of the device history record revealed no irregularities during the manufacture of the reported lot. Conclusion: unable to confirm the customer experience based on samples returned.

Event description:
It was reported that an unspecified number of venflon pro safety 22ga 0.9mm od 25mm l experienced leakage during use. The following information was provided by the initial reporter: we are having problems with the recent batches of cannula we have been using. When trying to remove luer lock plug prior to, and during, cannulation we are finding it difficult to loosen/remove the plug and it pulls off flashback chamber with it resulting in blood spillage. We use bd venflons every day and are finding it is impacting on our work lists. Reported feel of material and color on these batches are different from all previously used.